Manufacturer narrative:
Additional narrative: patient and/or surgical involvement in this reported event are unknown. No information provided. It is unknown when the cap broke off of the device. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing date: december 11, 2012. Review of the device history records showed that there were no issues at the time of manufacturing that would contribute to the issue outlined in this complaint. The raw material, which was delivered as lot 993766 for the knob, was corresponding to the specifications. Additionally, the raw material for the wobbler, which was delivered as lot 149137, was corresponding to the specifications as well. No non-conformance reports were generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a silicone handle quick coupling with rotating cap was found with a broken cap. The device was being stored in the instrument room when the discovery was made; patient and/or surgical involvement in the reported event is unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the complaint condition for the instrument may have been caused by being dropped or use of the hammer on the rotating cap end of instrument during its 3+ year lifespan. Per the technique guide, the silicone handle/quick coupling with rotating cap is part of the depuy synthes 2.7mm/3,5mm variable angle (va) locking compression plate (lcp) ankle trauma system. The instrument is used to insert 2.7mm va/cortex/metaphyseal/locking screws, 3.5mm va/low profile cortex/locking screws, 3.7mm dynamic locking crews, and 4.0mm cortex screws. Upon visual inspection of the complaint device it can be seen that the rotating cap has broken off from the rest of the instrument and cannot be reattached. A definitive root cause was unable to be determined however the complaint condition is consistent with either the application of excessive force on a multiuse instrument over 3+ years in the field or being dropped throughout its lifespan. This complaint is confirmed. The relevant drawing was reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.